Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and no errors found related to the complaint. The device was visually inspected, and no anomalies were noted. Functional test had been performed, upstream occlusion sensor failed to sense occlusion and air in line detection was too high which failed the performance validation test. Replaced uso sensor and air in line detector. The probable cause of the reported issue is unknown. The device passed all functional testing after repair.

Event description:
During investigation, it was confirmed that upstream occlusion (uso) sensor failed to sense occlusion and air in line detection was too high which failed the performance validation test. The failure mode was found during investigation testing. However, if the event reoccurs during infusion, pump will not work as intended and potentially affect the patient.